Event description:
Complainant alleged that during functional testing, the device inappropriately powered on in system utilities mode and was unable to switch modes. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed, and isolated to the front panel membrane. The front panel membrane was replaced to remedy the problem condition. Analysis of failures of this type has not identified an increase in trend.